Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during stenting of a calcified lad with a 3 x 18 xience, a proximal edge dissection occurred. A 3 x 12 mm xience was used to cover up the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU, and risk assessment matrix, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.